Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. An event history log review was performed and a system error 2022 was found which indicates a failure associated with the damaged ac component board. An external visual inspection was performed on the device and no problems were revealed. Functional test was performed and it was detected that the ac component board was damaged. Internal visual inspection identified the damaged accomp board and the reported problem of smoke was verified. The cause of the problem was a burnt ac component printed circuit board (pcb). The ac component pcb was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that smoke was observed coming from the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.